Event description:
The account stated that the cell-dyn 3200 analyzer is generating low hgb results on 2 patient samples. On patient #1, the initial hgb result was 7.0 g/dl and the hct was 38%. There were no flags generated. The sample was redrawn and tested, the hgb result was 13.0 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
In the initial MDR, it was stated that "the cell-dyn analyzer is generating low hgb results on 2 patient samples" which is incorrect. There was a discrepant low hgb results for 1 patient sample.the customer technical advocate (cta) suggested to the customer to verify reagents were for cell-dyn 3200, check syringes for bubbles and movement, clean the hgb flow cell, check hgb reference and output voltages, and run precision. The customer was to call back if issue were to persist after suggested maintenance procedures.on 07/13/2009, the cta followed-up with the customer and was informed that the issue has not reoccurred. The issue was resolved after performing the suggested maintenance procedures.the cell-dyn 3200 system operators manual, list number 06h60-01, revision n, under section 10, troubleshooting and diagnostics, page 10-27, provides information to assist in problem identification, isolation, and corrective actions. Section 9, service and maintenance, non-scheduled maintenance frequency, page 9-29, table 9.1, suggests cleaning the hgb flow cell when organic build up is suspected of causing elevated hgb results or imprecise hgb results. Based on the investigation, no product issue was identified for the cell-dyn 3200 related to the reported issue. This is the final report.